Event description:
Reported that during a laparoscopic slenectomy procedure, a total of eight devices misfired. Some of the device would not fire on the initial frining, while others would fire initially, but not on sequential firings. With one instrument, the reload dislodged from the jaws and had to be retrieved from the abdominal cavity of the patient. To complete this case, a ussc/autosuture 30mm endocutter was used. There was no patient consequence.